Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic rectum, when approaching the tissue for the first firing, the indication of the reload displayed force zone 3. The doctor approached again after a while of letting the device get used to the tissue. The indication then changed to force zone 2 so the doctor proceeded with firing, but the indicator changed from 2 to 1, then to 2, and then to 3, and the firing stopped in the middle. It was also stated that when checking the reload, the reload had a strong articulating tendency to the left. It was stated that the issue added about 50 minutes to the surgical time. Another device was used to complete the case. There was no patient injury.